Event description:
Complainant alleged that during the incoming inspection of the product, the device's display had vertical lines on the monitor screen and was unreadable. The complainant indicated that there was no pt involvement in the reported failure.